Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp pump placed via the 14 french sheath. The vessel was damaged at the placement of the sheath, but the damage was unseen for hours til in the intensive care unit. The damaged vessel was treated by a covered stent. The procedural outcome was the patient survived the surgery. Additionally, the team gave blood products of at least two units.